Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, serial#: product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that the patient said a week after a new lead had been implanted, they believed it had migrated again as the had leg pain and spasms again. At that time, they shut off the stimulation and didn¿t want to go to the doctor because of covid. The caller said they removed the ins in (B)(6) and was under the impression they removed the lead but was unsure. The healthcare professional provided a surgical report that indicated the left lead was cut and incision was made over the prior lead site using a right angle clamp, the lead was brought back through this incision using kelly clamps and the lead was removed from the sacral foramen. It was confirmed that all four leas and tines were removed. The patient was advised to contact their healthcare professional to confirm component removal and also reviewed that an x-ray can confirm this.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that it was confirmed that all components were removed. It was noted the issue was resolved upon removal, which occurred on (B)(6) 2020.